Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as a high risk for an coronary artery bypass graft was implanted with an impella cp for mechanical circulatory support. It was reported while on impella cp support, the patient experienced a gastrointestinal (gi) bleed and as a result heparin was discontinued. The surgery was canceled as a result of the gi bleed, and the impella was weaned and removed.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.